Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was damaged. The following information was provided by the initial reporter with the verbatim: "we have three more sets that cracked and I will work on sending more information so these can be reported with bd.".

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E1: initial reporter facility name: (B)(6). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was damaged. The following information was provided by the initial reporter with the verbatim: "we have three more sets that cracked and I will work on sending more information so these can be reported with bd."